Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found needle separated from sensor.

Event description:
It was reported that the customer attempted to insert 3 sensors and with each other, the serter would grab the sensor from the pedestal but would not be able to fire the serter. Customer's blood glucose was 11 mmol/l. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.